Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were sent a new belt and charger and they need to set up the unit. Patient stated they don't know what they should be on a, b, or c but they do know what settings they are supposed to be in. Agent asked, and pt has already set up controller but needs to fix date and time and turn stim on. Agent walked patient through setting up the controller. Patient was able to turn on their stimulation and fix the date and time. Patient mentioned they have written their settings down in the past. Patient service reviewed with patient how to use the up and down buttons on the controller to adjust their stimulation. Pt was able to adjust group a program 1 to 2.2 successfully. Patient wanted to adjust program 2 and 3 under a as well according to his notes, but the controller was not showing them. Agent invited pt to check if groups b and c have them. Pt attempted to switch to group b but the controller would show no device found. Pt was able to connect to group a however. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue and to meet with a representative. Agent asked for event date, pt stated they replaced controller last thursday and similar issue happened 3 years ago. No symptoms reported.